Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen at 260mc via an implantable pump. It was reported that the pump site was infected with methicillin-resistant staphylococcus aureus (mrsa). The cause of the event was unknown. The physician will remove the pump. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported the patient was hospitalized on antibiotics, and the patient's pump was explanted. It is unknown if the patient's infection/mrsa has resolved as an infectious disease team is managing the infection, not the managing pump hcp.

Manufacturer narrative:
H6. Imf: f1905 was updated/corrected to f1903. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.